Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced high blood glucose level due to a bent cannula which occurred after three or more hours after insertion. Therefore, around (B)(6) 2022 (exact date unknown), the patient went to the emergency room and was subsequently admitted to the hospital due to high blood glucose level. His highest blood glucose level was 1000 mg/dl. Moreover, the infusion set had been used for 3 days (will go over if there is enough insulin in the cartridge) and the site location was patient's abdomen. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. After spending two days (after visit to emergency room) in the hospital, the patient was released with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.